Manufacturer narrative:
One 25ga biblade vit cutter was returned in a plastic zip-lock bag without the original packaging. The part number and lot number cannot be verified or determined. The tip protector is in place, as it should be. The needle is not bent. The port window is in the opened position. There is dried solution visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and had good aspiration. This cutter performed as intended. The root cause of the complaint could not be determined as a functional test found the cutter in good operating condition. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
Despite multiple requests the product has not been received for evaluation. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is underway.

Event description:
A user facility in japan reports that during a procedure, a cutter stopped moving while aspiration continued. The cutter was replaced with another one and the procedure was completed. No patient injury reported.